Event description:
It was reported that the patient was monitored via merlin.net and later presented for a follow-up visit in the clinic. Transmissions and device interrogation showed that the right ventricular (rv) lead exhibited noise oversensing. The rv lead was explanted and replaced. The patient remained in stable condition.